Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -05.00/+1.5/083 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2020 and the problem was resolved. The cause of the event was unknown.